Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. Describe event or problem: corrected to show the issue occurred during preparation for use.

Event description:
It was further reported that the issue occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured more than 15 years ago, and therefore, the device history record could not be reviewed. Based on the results of the investigation, it is likely that image was not displayed due to flooding of the cable and imaging. However, the estimated cause of the flooding could not be determined because the device passed the water tightness test. Therefore, the root cause could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was a possible disconnection on the camera head during a diagnostic procedure causing a slight delay; the procedure was completed without further incident using a similar device. There was no harm or user injury reported due to the event. The minor delay posed no additional risk to the patient and the procedure was still completed. The device was returned for evaluation. During the device evaluation, the cable/head imaging was flooded at the cable section and there was no image output. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings were as follows: a cable kink at the cable section, a strike on the electrical contact at the connector. Corrosion of the electrical contact at the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.